Event description:
It was reported that occlusions occurred during use of nineteen (19) one-link needle-free IV connectors. This occurred while running bags of sodium glycerophosphate 30%, 500 ml on a baxter compounder. The one-link connectors were connected to these bags at the time of the occurrence. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3 event date: between 19-may-2026 to 04-jun-2026 should additional relevant information become available, a supplemental report will be submitted.